Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The caller stated that the customer had gone through 3 sensors and they did not seem to adhere properly. The customer's blood glucose was 600 mg/dl, which was treated with a manual injection. The caller noted that the site was not actively bleeding but that, when the sensor had been inserted initially, the site bled a lot. She also reported inaccurate sensor readings. The caller was advised to replace the sensors.